Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
On (B)(6) 2026, an arthrex employee reported via email that the ar-1927psf-3 sutr anch, peek corkscrew ft, tri-play (batch 15408230) experienced a fiberwire breakage upon tensioning while the surgeon was anchoring down the lateral row in a rotator cuff case. The issue occurred during a rotator cuff repair procedure on (B)(6) 2026. No fragments broke off inside the patient. The surgeon continued with the procedure, although the sutures were not tensioned to the desired level.